Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that device was working normally. A technical support specialist (tss) dialed into the server and confirmed that no issues was found. The tss was able to use pes as usual and customer agreed close the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server it did not load data, customer logged in but manage inventory kept loading without results, and reports were outdated. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.